Event description:
The device was returned for warranty replacement because all the icons (charge-pak, attention, and service wrench) on the readiness display were visible. When the device was evaluated at physio-control, the device would not power up completely.

Manufacturer narrative:
Physio replaced the digital pcb assembly and then observed proper device operation through functional and performance testing. A replacement device was provided to the customer. Physio further evaluated the replaced pcb assembly and observed no clocking of the digital circuitry but could not determined component root cause.